Event description:
It was reported that pt had the stimulator removed as it protruded through the gastric wall. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).